Event description:
It was reported that a home patient experienced a leak at the connection between the patient line and the transfer set while they were connected to a homechoice (hc) device. This occurred during fill one of seven of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient did not properly connect the patient line to the transfer set. Therefore, the patient line disconnected from the transfer set and was not reconnected. The patient was advised to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not properly connect the patient line to the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.